Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, the pt reported that the insulin cartridge plunger remained attached to her infusion device piston rod in the cartridge chamber. During troubleshooting with a company rep, the plunger was detached from the piston rod. A couple of drops of insulin spilled into the cartridge chamber. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.